Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Manufacturer report number: 1627487-2020-00745. It was reported that patient experienced a jolt when getting up. As a result, the implantable pulse generator was explanted and a new ipg was implanted. There were no complications during the procedure. Patient was stable. The implantable pulse generator has been added as a new device upon receiving new information.